Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. Reported event of distal tip detached. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during a biliary catheterization procedure. Procedure date is unknown. According to the complainant, during the procedure, the physician had difficulty advancing the guidewire over the stenosis. It was also reported that the physician could not assemble other devices on the guidewire as the distal tip of the guidewire detached. The procedure was completed with a different guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.